Event description:
Pt reported around 1-2 weeks ago at 6:30 am, he woke up to find his infusion set cannula kinked with some insulin leaking on the sides. Pt stated he did a blood glucose test and got a reading of around 19.0 mmol/l (342 mg/dl). Pt reported at the same time, he performed a full infusion set change into a new infusion site and programmed a bolus amount of around 11.0-12.0 units of insulin. Pt stated on the same day, at 7:30 am, he performed a blood glucose test and got a reading of 13.0 mmol/l (234 mg/dl). Pt reported he did another blood glucose test at 8 am and received an unk reading. Pt stated the reading was fine, the infusion set cannula did not kink and he was feeling fine. Pt disposed of the alleged infusion set. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.